Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-paced t-wave oversensing on ventricular channel was noted via merlin.net transmission. Patient was asymptomatic. Programming changes were made and no further oversensing was noted. Patient condition was good after the event.